Event description:
A medtronic rep reported that the trajectory/axial views were not the same. Although "hide projection" option was already in the "off" position, when double-clicked again, this corrected the issue. There was no delay of the case. Surgeon completed the surgery using the stealthstation with no impact on the pt outcome.

Manufacturer narrative:
Pt info not available at this time. A software investigation is in progress.